Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this lead was hospitalized with pre-syncope; however not pacemaker dependent. A significant increase in pacing threshold measurements were confirmed. X-ray imaging noted no lead displacement from the original implanted location thus it was suspected abnormal fibrous tissue was effecting lead performance: the lead was then surgically repositioned at which time the helix was non functional and the product explanted and replaced. No resulting adverse patient effects were reported and the explanted lead is intended to be returned for analysis.

Event description:
It was reported that the patient with this lead was hospitalized with pre-syncope however, not pacemaker dependent. A significant increase in pacing threshold measurements were confirmed. X-ray imaging noted no lead displacement from the original implanted location thus it was suspected abnormal fibrous tissue was effecting lead performance; the lead was then surgically repositioned at which time the helix was non functional and the product explanted and replaced. No resulting adverse patient effects were reported and the explanted lead was later returned for analysis.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix which prevented further helix functional testing. Testing was the completed to assess the leads electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.